Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. Granulomas are a known inherent risk of surgery and is listed inthe instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent repair of an incisional hernia. A bard/davol ventralex st mesh patch 8 cm in diameter was implanted in patient during this repair. On (B)(6) 2016: the patient underwent surgery to remove the ventralex st mesh. Over the next nine months after the surgeon's hernia mesh revision surgery, patient continued to see the doctor for treatment of post-surgical complications from the site of her surgery. On (B)(6) 2016: the patient sought treatment in the ER for ongoing abdominal and other problems. She was eventually referred for an abdominal surgery with who removed residual mesh sutures left in her surgery site from her prior surgery that had formed granulomas. During this treatment with the doctor, patient learned for the first time that her ongoing problems could be caused by defects with the bard ventralex st mesh. The surgeon removed the remaining mesh, but patient continues to experience complications related to the defective ventralex st mesh and to undergo treatment for those complications. The ventralex st mesh implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. As alleged, patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured. She has sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex st mesh.